Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the (B)(6) 2017. During the investigation, the failure of mosfet q45 was confirmed by measurement. This had caused the rtc interrupt to be dragged low despite failing no self-test, resulting in a flashing red status led, as per the reported fault. Additionally, while this interrupt is low, the device would not perform auto self-tests. This behaviour was witnessed during the investigation. The pcba was returned to the pcba supplier, elite, to be forwarded to the q45 component manufacturer for analysis. Any report shall be documented under CAPA (B)(4). It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
An alarm sounds. Standby display: red. There is no particular announcement even when the power is turned on, and the symptoms do not improve even when the power is turned off. There was no patient involved in this event.